Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the tip of the needle broke off while being grasped with needle drive, the issue occured during a first pass through tissue. The tip was retrieved from the patient. Procedure delayed by 5 min and completed with same/like device. , there was no adverse consequence to the patient. (B)(4).

Manufacturer narrative:
Results/conclusions: the actual product involved with the incident reported has not been received. Without the finished good lot number, it is not certain if there were any quality issues related tot he finished good lot or needle lot. However, a record review was performed for the finished goods lots purchased since year 2013 for this time. (B)(4) devices history records were reviewed. There were no non conformances issues for these lots. Finished good products were received into inventory without quality issues. Needle supplier, which is our customer as well, was contacted to verify if there were any quality issues related to the needle batches used in the manufacturing of the lots reviewed. Supplier confirmed that no ncrs related to the condition reported were generated as part of the manufacturing process of the needle lots. The needle supplier has been made are of this complaint for a continued investigation. At the time of this report the sample has not been received, upon receipt we will evaluate and provide a follow-up report containing results of the evaluation. Reference: (B)(4), item #sxpd1b400 stratafix spiral pdo knotless tissue control device - CT-1 0pdo 20 cm, lot unknown.